Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. The customer stated that the audio beep test was failed. Customer stated that they did not hear any beep when changing the volume. Advised that the insulin pump will need to be replaced and to revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test and the displacement test. The audio tones were heard during the self test properly. Adjusted the audio options audio volume and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms, or hardware low level failures error noted during testing. No hardware low level failures error alarms were found in the downloaded history files. (B)(4).